Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia of 5.20 g/l [hyperglycaemia] two novopen pens are not working. Product not coming out [device failure] the plunger does not push the insulin cartridge [device issue]. Case description: this serious spontaneous case from france was reported by a consumer as "ketonemia at 1.3 mmol/l without acidosis(ketonemia)" beginning on (B)(6) 2026, "hyperglycemia of 5.20 g/l(hyperglycemia)" beginning on (B)(6) 2026, "two novopen pens are not working. Product not coming out(device failure)" with an unspecified onset date , "the plunger does not push the insulin cartridge(device plunger issue)" with an unspecified onset date and concerned a 904 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes", novopen echo plus (insulin delivery device) from unknown start date for "diabetes", fiasp (insulin aspart 100 u/ml) from unknown start date for "diabetes", , tresiba penfill 100 u/ml (insulin degludec 100 u/ml) from unknown start date for "diabetes". On an unknown date patient's two novopen pens (novopen 6 and novopen echo plus) were not working and the plunger does not push the insulin cartridge. Also, according to the patient, the app connected to the pen indicated that the dose was delivered despite the plunger being stuck. They had not during the flow test that the product was not coming out. Since then, they had not touched their pen. On (B)(6) 2026, during the night, when waking up, blood glucose (blood glucose) were at 5.20 g/l and it was also reported that patient experienced ketonemia (blood ketone body) at 1.3 mmol/l without acidosis. Patient changed the cartridges, in the morning it worked, but maybe they didn't see it properly; if that was the case, they could have had extremely high levels all day. On (B)(6) 2026 at 5:50 a.m, patient was admitted to emergency room. Initiation of insulin therapy with continuous insulin infusion in the emergency room. Patient received for consultation and monitoring in the emergency room, showing improvement in health status after ivse insulin therapy, followed by basal bolus regimen with disposable pens, discharged on the end of the same day. Batch numbers: novopen 6: rvghv97. Novopen echo plus: rvgjk11. Fiasp: rr72lv6. Tresiba penfill 100 u/ml: ps6lv90. The outcome for the event "ketonemia at 1.3 mmol/l without acidosis(ketonemia)" was recovering/resolving. The outcome for the event "hyperglycemia of 5.20 g/l(hyperglycemia)" was recovering/resolving. The outcome for the event "two novopen pens are not working. Product not coming out(device failure)" was unknown. The outcome for the event "the plunger does not push the insulin cartridge(device plunger issue)" was not reported. Reporter's causality (novopen 6) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unknown. Hyperglycemia of 5.20 g/l(hyperglycemia) : unknown. Two novopen pens are not working. Product not coming out(device failure) : unknown. The plunger does not push the insulin cartridge(device plunger issue) : unknown. Company's causality (novopen 6) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unlikely hyperglycemia of 5.20 g/l(hyperglycemia) : possible two novopen pens are not working. Product not coming out(device failure) : possible the plunger does not push the insulin cartridge(device plunger issue) : possible. Reporter's causality (novopen echo plus) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unknown hyperglycemia of 5.20 g/l(hyperglycemia) : unknown two novopen pens are not working. Product not coming out(device failure) : unknown the plunger does not push the insulin cartridge(device plunger issue) : unknown. Company's causality (novopen echo plus) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unlikely hyperglycemia of 5.20 g/l(hyperglycemia) : possible two novopen pens are not working. Product not coming out(device failure) : possible the plunger does not push the insulin cartridge(device plunger issue) : possible. Reporter's causality (fiasp) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unknown hyperglycemia of 5.20 g/l(hyperglycemia) : unknown two novopen pens are not working. Product not coming out(device failure) : unknown the plunger does not push the insulin cartridge(device plunger issue) : unknown. Company's causality (fiasp) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unlikely hyperglycemia of 5.20 g/l(hyperglycemia) : possible two novopen pens are not working. Product not coming out(device failure) : possible the plunger does not push the insulin cartridge(device plunger issue) : possible. Reporter's causality (tresiba penfill 100 u/ml) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unknown hyperglycemia of 5.20 g/l(hyperglycemia) : unknown two novopen pens are not working. Product not coming out(device failure) : unknown the plunger does not push the insulin cartridge(device plunger issue) : unknown. Company's causality (tresiba penfill 100 u/ml) - ketonemia at 1.3 mmol/l without acidosis(ketonemia) : unlikely hyperglycemia of 5.20 g/l(hyperglycemia) : possible two novopen pens are not working. Product not coming out(device failure) : possible the plunger does not push the insulin cartridge(device plunger issue) : possible. Upon follow-up on 29-jan-2026, the case was reclassified due to addition of event "ketonemia" with unknown/unlikely causality. Since last submission, the following information were updated: - patient's lab tests were updated. - current location of device was updated. - batch number were updated for novopen 6, novopen echo plus, fiasp and tresiba. - new events as ketonemia and device plunger issue were added. - verbatim, coding, onset date, outcome and hospitalization date were updated for event hyperglycemia. - hospitalization dates were updated for event device failure. - narrative was updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2026-00018 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2026-00017 reference notes: medwatch 3500a MFR. Report number reference type: e2b report duplicate reference ID#: (B)(4) reference notes: ansm (national agency for the safety of medicine and health products), fra. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose level of 5.20 g/l [blood glucose increased]. Two novopen pens are not working. Product not coming out [device failure]. Case description: this serious spontaneous case from france was reported by a consumer as "blood glucose level of 5.20 g/l (blood glucose increased)" with an unspecified onset date, "two novopen pens are not working. Product not coming out(device failure)" with an unspecified onset date, and concerned a 904 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes", , novopen echo plus (insulin delivery device) from unknown start date for "diabetes", , fiasp (insulin aspart 100 u/ml) from unknown start date for "diabetes", , tresiba penfill 100 u/ml (insulin degludec 100 u/ml) from unknown start date for "diabetes", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 6: novopen echo plus: fiasp: tresiba penfill 100 u/ml: current condition: diabetic (type and duration not reported). Procedure: heart surgery. Concomitant products included - kardegic(acetylsalicylate lysine), lansoprazole, glucophage(metformin hydrochloride), posytel 10 mg (non-codable), nn needle (unspecified). On an unknown date patient's two novopen pens (novopen 6 and novopen echo plus) were not working. They ended up in the emergency and later saw that the product was not coming out. They were kept overnight and were given rapid-acting insulin; it was not only for tests. They were feeling tired and were scared. During the night, when waking up, blood glucose (blood glucose) were at 5.20 g/l. They had not noticed during the flow test that the product was not coming out. Since then, they had not touched their pen. They changed the cartridges, in the morning it worked, but maybe they didn't see it properly; if that was the case, they could have had extremely high levels all day. Regarding the hospitalization: on (B)(6) 2026 they went at 4 a.m and they were kept until 9 p.m the same day after the tests. They also state that they were hospitalized afterwards (duration not reported). Batch numbers: novopen 6: unknown. Novopen echo plus: unknown. Fiasp: requested. Tresiba penfill 100 u/ml: requested. Action taken to novopen 6 was reported as unknown. Action taken to novopen echo plus was reported as unknown. Action taken to fiasp was not reported. Action taken to tresiba penfill 100 u/ml was not reported. The outcome for the event "blood glucose level of 5.20 g/l(blood glucose increased)" was unknown. The outcome for the event "two novopen pens are not working. Product not coming out(device failure)" was unknown. Reporter's causality (novopen 6) - blood glucose level of 5.20 g/l(blood glucose increased) : unknown. Two novopen pens are not working. Product not coming out(device failure) : unknown. Company's causality (novopen 6) - blood glucose level of 5.20 g/l(blood glucose increased) : possible. Two novopen pens are not working. Product not coming out(device failure) : possible. Reporter's causality (novopen echo plus) - blood glucose level of 5.20 g/l(blood glucose increased) : unknown. Two novopen pens are not working. Product not coming out(device failure) : unknown. Company's causality (novopen echo plus) - blood glucose level of 5.20 g/l(blood glucose increased) : possible. Two novopen pens are not working. Product not coming out(device failure) : possible. Reporter's causality (fiasp) - blood glucose level of 5.20 g/l(blood glucose increased) : unknown. Two novopen pens are not working. Product not coming out(device failure) : unknown. Company's causality (fiasp) - blood glucose level of 5.20 g/l(blood glucose increased) : possible. Two novopen pens are not working. Product not coming out(device failure) : possible. Reporter's causality (tresiba penfill 100 u/ml) - blood glucose level of 5.20 g/l(blood glucose increased) : unknown. Two novopen pens are not working. Product not coming out(device failure) : unknown. Company's causality (tresiba penfill 100 u/ml) - blood glucose level of 5.20 g/l(blood glucose increased) : possible. Two novopen pens are not working. Product not coming out(device failure) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation results: name: novopen 6 argent, batch number: rvghv97 device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed number of complaints on the batch was evaluated and, when applicable, relevant actions were taken electronic register was checked. A single interrupted/split dose was observed in the electronic logs visual examination and functional testing were performed electronic display showed "error" when the dose button was fully depressed, reflecting split dose that had been performed most recently by customer device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from cartridge and memory display reflected pre-set doses piston rod was found normal in it's function during examination of product, mechanical and electronic functions worked normally dose accuracy was measured by weighing using a random cartridge result was within acceptable limits.electronic display showed error after the dose button was fully depressed.this was a normal function of the pen to warn user of non-recommended user behaviour.user split selected dose.the error was caused by unintended use of the device name: novopen echo plus, batch number: rvgjk11 the device was returned with the cartridge from this case mounted.a visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No errors related to the complaint were observed in the electronic logs. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last dose dispensed.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. During examination of the product, the mechanical and electronic functions worked normally. The piston rod was found normal in it's function.the dose accuracy was measured by weighing using a random cartridge.the result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Since last submission, the following information were updated: -investigation results updated -device tab: is non-reportable and malfunction fields updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly. Final manufacturer's comment on 06-march-2026: the suspected device novopen 6 and novopen echo plus has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse events. Acetonaemia is assessed as unlisted event and hyperglycaemia is assessed as listed event. Elderly age and patient's underlying medical condition of diabetes is a risk factor for the development of acetonaemia. This single case report is not considered to change the current knowledge of the safety profile of product. H3 continued: evaluation summary name: novopen 6 argent, batch number: rvghv97 device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed number of complaints on the batch was evaluated and, when applicable, relevant actions were taken electronic register was checked. A single interrupted/split dose was observed in the electronic logs visual examination and functional testing were performed electronic display showed "error" when the dose button was fully depressed, reflecting split dose that had been performed most recently by customer device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from cartridge and memory display reflected pre-set doses piston rod was found normal in it's function during examination of product, mechanical and electronic functions worked normally.dose accuracy was measured by weighing using a random cartridge.result was within acceptable limits.electronic display showed error after the dose button was fully depressed.this was a normal function of the pen to warn user of non-recommended user behaviour.user split selected dose.the error was caused by unintended use of the device.